Event description:
It was reported that the micro sagittal saw ran without user activation when the cable was flexed during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon evaluation, the comment of the device running without user activation when the cable was flexed was not duplicated. Upon disassembly, multiple components were found to be damaged/worn including the bearings, housing, rotor assembly, and link with fins.